Event description:
I have been getting very frequent "sensor error" messages on my dexcom g6 glucose monitoring device. This involves nearly all of these sensors I have used. The quality of the product has deteriorated rapidly over the last year. FDA safety report ID# (B)(4).